Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on his insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 131 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.